Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported from the hospital that the patient has been admitted with hyperglycemia of 200-300 mg/dl. According to the patient, some occlusion errors were displayed prior to the hospitalization and then the patient decided to go to the hospital because of the high blood glucose that did not go down. The type of treatment received at the hospital was not provided.